Manufacturer narrative:
Device is combination product

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. No patient complications were reported and the patient condition following the procedure was stable.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. No patient complications were reported and the patient condition following the procedure was stable. Promus element, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to first distal stent strut row with stent struts lifted and pulled proximally. The undamaged crimped stent od (outer diameter) was measured and the result was is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at proximal edge of mid-shaft bond. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.